Event description:
It was reported that this implantable cardioverter defibrillator (ICD) intrinsic amplitude is out of range on the right ventricular (rv) lead. The presenting electrogram (egm) showed undersensing on the rv channel. The sensitivity is programmed to automatic gain control (agc) at 0.6mv (millivolts). An in-office review was recommended. The alert will not retrigger until the device is interrogated with a programmer. The device and lead remain in service. No adverse patient effects were reported.